Event description:
During device preparation for an atypical atrial flutter procedure after the patient was prepped, there was a power issue resulting in cancellation of the procedure with no adverse consequences. After turning on the workmate claris dws, there was no signal to the monitors and they were black. A red light started blinking on the on/off button. All of the cables and connections were verified, and everything was okay. Since the ep recording system was not working, the physician canceled the 1st procedure and a non-abbott system was used for the 2nd procedure. Once the abbott system was out of the ep room, all cables were unplugged, the power cord was replaced, everything was plugged in again and the dws started working normally.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.